Event description:
Procedure: ventral hernia repair. According to the rptr: during a live open ventral case, the surgeon noticed 2 defects in the mesh. One defect was approx a 1cm hole in the center of the mesh and the other was a smaller hole off to the side. The surgeon said he noticed the holes during the hand off from the or nurse. He sutured the holes and used it. Delay in surgery was reported as 5 mins.

Manufacturer narrative:
(B) (4). (B) (4).